Event description:
The patient reported intermittent and uncomfortable stimulation. An advanced bionics rep performed device evaluation. The issue was not confirmed. The patient was implanted with a new advanced bionics spinal cord stimulator.